Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded in tissue') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and muscle spasms ("back spasms"). At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, abdominal pain, back pain and muscle spasms outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, muscle spasms and pelvic pain to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 2004 (discrepancy noted) left side with 1-1/2 coils noted, on the left side the patient had 3-1/2 coils visualized outside the ostium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded in tissue') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and muscle spasms ("back spasms"). At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, abdominal pain, back pain and muscle spasms outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, muscle spasms and pelvic pain to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 2004 (discrepancy noted). Left side with 1-1/2 coils noted, on the left side the patient had 3-1/2 coils visualized outside the ostium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information, rcc note added. Date of insertion updated. Event: imbedded in tissue added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.